Event description:
It was reported to medtronic neurosurgery that spinal fluid did not flow through the shunt and the pt showed signs of hydrocephalus.

Manufacturer narrative:
The 7 cm of the ventricular catheter was returned sutured to the valve inlet. The returned ventricular catheter passed the patency check. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies.